Event description:
I had a tubal ligation in 2008. Since then I have been going back and fourth to the doctor for severe pain and menstrual bleeding that I now have to take the depo shot to control otherwise I will bleed to death. I tried to get a tubal reversal and found out they used filshie clips. I wasn't aware of them being used; I found out when I requested my pathological report. I am currently still in pain. I have been given birth control after birth control and pain medicine which can mess up your organs 7 years later. I would love to get the filshie clips removed due to pain, etc. Nothing was done, they offered hysterectomy and burning of the uterus but I refused, they also offered more birth control when I have told them numerous times that I was okay until I got the tubal ligation, it's all in my medical records.